Event description:
The customer reported that slight bleeding occurred during a right hepatectomy although an end tone, indicating a completed seal cycle, was heard. A new device was opened to complete the procedure and the patient has since been released from the hospital. There was no injury.

Manufacturer narrative:
(B)(4). Visual inspection of the complaint sample found a surgical staple wedged in the jaw. Foreign material, such as a staple, will provide an alternate current path and the device will be unable to seal properly. The staple was pried out of the jaws and the device was activated multiple times on simulated tissue with acceptable results.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.